Event description:
It was reported that there is noise on leads. The leads remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).